Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4) .

Event description:
It was reported that during an attempted implant high pacing lead impedance was observed. The lead was replaced. The patient's condition before, during and after the procedure was good.